Event description:
The doctor reported: on (B)(6) 2012 the patient underwent surgery with an gamma long nail due to a diaphyseal fracture of the femur. The device was implanted for more or less six months. On (B)(6) 2013 patient was revised due to the breakage of the distal locking screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be reported on a supplemental report.